Event description:
Rptr is concerned with the design of the product. The adapter can be easily pushed too far into the filter causing the blockage of oxygen. This caused the pt's oxygen levels to drop from the 90's to the 50's.